Event description:
It was reported prior to a breast biopsy procedure that frequently, l3-021 error had obstructed the procedures for several months. During initializing, the procedure error code appeared l4-005, following l3-021 and the deice stopped working. The doctor's procedure was delayed until the next day. It happened prior to the anesthesia. There was no skin incision and probe introduction on breast. The case was completed the next day with their back up device. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the vso and dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.